Event description:
The customer reported noisy image during inspection for use involving an olympus gastrointestinal videoscope.there was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Customer address- jianshe road, hezhang county, hezhang county, bijie prefecture, guizhou province